Event description:
High impedance was also identified through system diagnostics. The patient had full revision surgery on (B)(6) 2015. The explanted lead and generator were discarded by the facility.

Manufacturer narrative:
.

Event description:
It was reported that a physician identified high impedance during a diagnostic test. However, the test was a normal mode diagnostic, which does not indicate that the device has high impedance for certain. A company representative is planned to run system diagnostics during the patient's next office visit to determine if high impedance is actually present. The physician programmed the patient's device off.